Event description:
A us distributor returned a battery pack indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was non-functional in a monitor and charger. Upon evaluation, the battery had a low output voltage of 5.92v. The cause of the inability to power a monitor and charge is the low output voltage. The cause of the low output voltage is excessively discharge cells. The root cause of the excessively discharged cells cannot be positively identified. No adverse event resulted from the defective battery pack.